Event description:
This is a spontaneous case report received from a other in united states on 05-nov-2015. It describes the occurrence of pregnancy in a female consumer of unspecified age who had essure (fallopian tube occlusion insert) inserted. Additional information received and result and assessment of the product technical complaint investigation received on 25-nov-2015. During a forum for gynecologists, a consumer situation was discussed. She was 38 weeks pregnant and her cervix was still long and hard; it was stated that this could only mean that the device was embedded in the cervix and not in the canal. One physician suggested letting the patient deliver and right after the delivery of the placenta perform a manual revision of the cervix, if the device was seen the removal should be done and if not a hysteroscopy should be performed 6 weeks after the delivery. Another physician stated that the presence of the essure in lower uterine segment or endocervix could potentially cause some physical harm to the newborn in the form of cuts and abrasions. He suggested a cesarean section and also explore the uterus for the device at the time. The physician stated he did not have more information about this case, since it was not his patient. This adverse event report is related to a product technical complaint (ptc). (B)(4). Final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: based on the available information no product quality defect was confirmed, therefore there is no reason to suspect a causal relationship between the reported medical events, the reported lack of efficacy and a quality defect. The reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar cases is not applicable. Company causality comment: this non-medically confirmed, spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and got pregnant. It was stated that essure device was embedded in the cervix. One physician suggested letting the patient deliver and right after the delivery of the placenta perform a manual revision of the cervix, if the device was seen the removal should be done and if not a hysteroscopy should be performed 6 weeks after the delivery. Both events are serious due to their medical importance and are listed in the reference safety information for essure. In this case, it is not known whether essure was in-situ during conception or not, thus, the possibility of contraceptive failure cannot be totally excluded. This case was regarded as incident since the physician suggested that if the device was seen, the removal should be done. Based on the available information no product quality defect was confirmed, therefore there is no reason to suspect a causal relationship between the reported medical events, the reported lack of efficacy and a quality defect. The physician stated he did not have more information about this case, since it was not his patient, thus no further information is expected.

Manufacturer narrative:
Data correction: the product code knh was replaced with hhs.